Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. Approx 21 cm from the distal end is a 4 cm section of exposed core wire. The coating has rolled over itself in both directions. No part of the device is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. If add'l pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all tracer hybrid wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor to complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tracer hybrid wire guide. The wire guide was placed in the bile duct using the cook fusion omni-tome sphincterotome (fs-omni). The physician removed the sphincterotome and a cook fusion biliary dilation balloon (fs-bdb-4x6) was advanced over the wire guide and successful dilation was accomplished. The dilation balloon was removed and a cook fusion quattro extraction balloon (fs-qeb-a) was advanced over the wire guide and as the tip of the extraction balloon exited the distal end of the endoscope. It stripped the coating of the wire guide. No section of the device detached and became free inside the pt. Another wire guide of the same type was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.